Manufacturer narrative:
Internal complaint reference: case-(B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. A functional evaluation revealed a handpiece sensor fault. The complaint was confirmed and the root cause has been associated with an electrical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors that could have contributed to the reported event include a failure of the reed switch or damage on the hall board which may contribute to a short circuit. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the mdu was not working. No case involved. Therefore, there was no patient involved results of investigation have concluded that the motor drive unit handpiece had a sensor fault which makes it a reportable event all available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.